Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I experienced repeated false hypoglycemia alerts from a freestyle libre 3+ continuous glucose monitoring system. The device persistently reported glucose values in the 50¿60 mg/dl range, triggering crisis alarms, while contemporaneous fingerstick testing using an accu-chek guide me meter showed glucose values of approximately 90¿102 mg/dl. These false alerts occurred multiple times, including during active court proceedings, creating a false emergency signal and potential risk of inappropriate clinical response. On (B)(6) 2026, I contacted abbott regarding this malfunction. Abbott authorized expedited replacement of 13 freestyle libre 3+ sensors. Abbott delivered a fedex shipment under tracking ID. Upon receipt and inspection, the shipment contained only 3 sensors, not the authorized 13. The shipment therefore did not complete the authorized remediation. I attempted to submit this issue through abbott¿s product safety/medical device portal, but the submission function was disabled without explanation." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is 9 of 13 MDR submissions. Reference #: mw5182979, mw5182980, mw5182981, mw5182982, mw5182983, mw5182984, mw5182985, mw5182986, mw5182988, mw5182989, mw5182990, mw5182991. This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I experienced repeated false hypoglycemia alerts from a freestyle libre 3+ continuous glucose monitoring system. The device persistently reported glucose values in the 50¿60 mg/dl range, triggering crisis alarms, while contemporaneous fingerstick testing using an accu-chek guide me meter showed glucose values of approximately 90¿102 mg/dl. These false alerts occurred multiple times, including during active court proceedings, creating a false emergency signal and potential risk of inappropriate clinical response. On (B)(6) 2026, I contacted abbott regarding this malfunction. Abbott authorized expedited replacement of 13 freestyle libre 3+ sensors. Abbott delivered a fedex shipment under tracking ID. Upon receipt and inspection, the shipment contained only 3 sensors, not the authorized 13. The shipment therefore did not complete the authorized remediation. I attempted to submit this issue through abbott¿s product safety / medical device portal, but the submission function was disabled without explanation." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.